Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h3, h6- type of investigation, investigation findings, investigation conclusion code and h11. It was reported that prior to use the cs300 intra aortic balloon pump (iabp) had battery performance error message. No patient involvement and no harm reported. After doing 3 good faith effort (gfe¿s) we haven't received any information. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d8, e1- initial reporter name, event site email, e2, e3, g3, g6, h2, h3, h6-type of investigation code, investigation findings, code, investigation conclusion code h11.a getinge field service engineer (fse) confirmed battery maintenance required message is a 6 month timer. It was resolved during the pm. Batteries passed for the pm and unit was cleared for use.

Event description:
It was reported that the cs300 intra aortic balloon pump had displayed battery performance error message. This was identified prior to use, so there was no patient involvement and no injury.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.